Event description:
The flush valve is leaking faster than 3ml/hour. There is also leaking at bond joint. No patient injury reported.

Manufacturer narrative:
Verified product experience from returned sample. Visual examination of the returned sample showed presence of gap between tubing and housing causing leakage. This may be created during bonding of tubing to housing. Sink mark are also observed between the stopper and wall of housing in the returned sample. This "gap" may have increase the flow rate of the product. A review of manufacturing process shows that all components go through incoming sampling inspection to check for any damaged components or other defects affecting fit, form or function. After assembly, products undergo 100 percent visual inspection and flow rate test during the manufacturing and sampling outgoing inspection to check for any damaged and leakage. Complaint database review indicates this issue is of low occurrence, therefore, no further corrective action will be taken at this time.